Event description:
Philips received a complaint by the customer on the v60 indicating that the navigation ring was unresponsive. It was reported that there was no patient involvement at the time the issue was discovered. The customer called technical support to report that the navigation ring was unresponsive. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. Per good faith effort (gfe) response, the repair technician stated that the reported issue occurred repeatedly, a setting change screen was entered when the failure occurred, and the jumping value did not accept or change therapy without pressing a button. The repair technician also noted that the ventilator output/delivered therapy did not change without any user input, and the touchscreen did in fact allow the user to change, accept, or cancel the value. The front bezel where the navigation ring was originally installed was replaced, and the pse verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time.